Event description:
The customer reported to olympus, scope communication 315 error was observed when using the subject device during preparation for use for an unspecified procedure. There was no sedation involved. There were no reports of patient harm associated with this event.

Manufacturer narrative:
To date, the device was not returned to olympus for evaluation. As the device was not returned for evaluation, the investigation could not determine the cause of the reported failure. However, factors such as a faulty charged coupled device (ccd), damaged cable, or damaged connector may have led or contributed to the failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instructions for use (IFU) addresses this failure: "should any irregularity be observed, do not use the camera head; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage." Pg. 14. This report will be supplemented if additional information becomes available at a later date. Olympus will continue to monitor the field performance of this device.